Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an endovascular aneurysm repair (evar) with a zenith bifurcated iliac side (zbis) stent graft, the flexor high-flex ansel guiding sheath valve was leaking blood/ had poor hemostasis. The access site utilized during the procedure was the patient's groin; a wire guide and 5 fr catheter were being used through the sheath at the time of the event. The patient's blood was consistently dripping; however, no intervention was required as a result. This event was noted to have occurred with the same product and lot on separate occasions (refer to medwatch 1820334-2018-00136). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Although it was originally reported that the complaint device would be returning, the customer has subsequently confirmed that the complaint device is unavailable for return and evaluation. Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. Although a review of subassembly work orders for the product lot revealed 7 nonconformances which may have been related to the failure mode, a review of the device history record for the final lot shows no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.